Manufacturer narrative:
The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. It is highly unlikely that the specified device caused or contributed to any patient infection. Surgical notes and x-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation codes: the devices were also visually evaluated. The femoral component exhibits spots of bony ingrowth. The tibia plate has an area of bone cement on the distal surface. The articular surface exhibits slight condylar wear. The patella also exhibits slight wear. The tibia plate, articular surface and patella all exhibit gouging consistent with device extraction as documented on attached print. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the patient was revised due to infection.